Event description:
Customer reported that on (B)(6) 2012 "between 8:30 am and 9:00 am" she received a reading of 115 mg/dl on her adc meter which was higher than a reading of 35 mg/dl obtained on unspecified hcp meter later at an unknown time. Customer further reported that "after about 30 minutes (from the time a reading of 115 mg/dl was obtained)" she experienced "confusion and loss of consciousness". Customer did not self-treat. Paramedics were called and a reading of 35 mg/dl was obtained on unspecified hcp meter (exact time is not provided). Customer was treated by the paramedics with intravenous infusion of unknown type and "2 glucose tubes" and transported to a local health care facility. At a local health care facility customer was treated with (unknown) "IV and peritoneal dialysis treatments". Customer also reported that "next day (on) (B)(6) 2012 (she was) diagnosed with urinary tract infection and was given keflex". It should be noted that during troubleshooting it was determined that customer was using expired test strips (expiration date 31dec2011). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. The products have been requested back for an investigation. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. In addition, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This serves as a correction report. (B)(4). The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. In addition, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.